Event description:
It was reported that pump displayed malfunction alert code malf 24 with fault ID 0x2219 and could not be reset, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and customer technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and provided instructions for putting malfunctioning pump into storage mode, returning it within 10 days using prepaid materials, and then programming pump settings and reconnecting cgm on replacement device, all of which customer understood and acknowledged.